Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft (vamf3636c200tj) was implanted during the endovascular treatment of a 45m thoracic aortic aneurysm. It was reported during the index procedure, the valiant captivia stent graft was successfully implanted in zone 2 without any issue. When the delivery system was collected outside the body, the tip was missing. Initially, it was suspected that the tip of the delivery system had detached, but it was found that the tip had not detached and instead the wire lumen was protruding despite the external slider being fully docked. It was suspected that the wire lumen had come out towards the tip of the delivery system. The entire delivery system was withdrawn from the patient¿s body without causing any health hazards. Post index procedure, it was observed that water did not come out of the tip when the wire lumen was flushed. Per the physician the cause of the protruding wire lumen and its inability to flush was not determined, but a device-related defect was observed. It was believed that there were no procedural problems. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was reported that there was no resistance felt when the delivery system was retracted and the tip was not pulled back into the graft cover prior to retracting the delivery system. It was stated that the adhesion of the wire lumen may have come off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :two (2) images and an eleven (11) second video were received. The taper tip peek lumen is visible protruding from the middle member indicating it may have detached at the backend. The reported deformation in-vivo was confirmed through review. The delivery system returned with the external slider and the tip capture release handle in the home position. The peek lumen and taper tip were protruding from the middle member and graft cover tip. On flushing the delivery system via the luer a leak was observed from the handle at the tip capture release handle. The tip capture release handle components were removed, and it was confirmed the peek lumen had detached. On removal of the peek lumen, it had detached on the flared area. The handle was disassembled, and the taper tip assemble removed. A section of peek lumen was visible on the hypotube within the backend t-tube fitting. Vistal inspection confirmed there were no edges or burrs on the hypotube that could have damaged the peek lumen. There was no stretching or deformation visible on the peek lumen. Hypotube length was measured at 0.107-inch (pass); specification is 0.105-inch to 0.0109-inch. Hypotube ID was measured at 0.070-inch (pass); specification is 0.067-inch to 0.073-inch. Hypotube od was measured at 0.079-inch (pass); specification is 0.078-inch to 0 .082-inch. Tapered tip ID was measured at 0.045-inch (pass); specification is 0.042-inch to 0.048-inch. Tapered tip/peek ID was measured at 0.042-inch (pass); specification is 0.041-inch to 0.043-inch. Tapered tip/peek od was measured at 0.059-inch (pass); specification 0.059-inch to 0.061-inch. Compression fitting ID was measured at 0.070-inch (pass); specification is 0.070-inch to 0.071-inch. Compression fitting od was measured at 0.150-inch (pass) specification is 0.147-inch to 0.153-inch. Back end t-tube depth 0.295-inch (pass); specification is 0.295-inch to 0.305-inch. Back end t-tube width was measured at 0.100-inch (pass); specification is 0.098-inch to 0.102-inch. Peek lumen detachment was confirmed through analysis. The reported leak was confirmed. Calipers cal # 1233254 and 1216027 pin gauges cal # 1259425 and 1240049. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed that there was no notable vessel calcification, tortuosity, or thrombus observed. It was said there was no problem with flushing before insertion but it was not possible to verify with the physician after the procedure that it had flushed. It was reported the water did not enter the lumen, causing a leak at hand photo analysis summary: two (2) images and an eleven (11) second video were received. The taper tip peek lumen is visible protruding from the middle member indicating it may have detached at th'e backend. The reported deformation in-vivo was confirmed through review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.